Event description:
During surgery to replace pt's pulse generator, diagnostic testing indicated that the lead was not functioning properly. The lead was later explanted; however, product analysis cannot be performed because the hosp discarded the lead.